Manufacturer narrative:
(B)(4). Batch # p93a4w. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, during this same disassembly and inspection of the device, what was found was a cracked internal component; the y-link. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during and unknown procedure, the power cable became disconnected during procedure. Once connected again, the generator instructed us to replace device, which we did and completed the case. There was no adverse consequence to the patient.